Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. No evidence of high currant drain or battery problems were found. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Hybrid analysis found no evidence of a high current drain condition, the cause of the depleted battery was not determined. Battery analysis found no evidence of an internal mechanism for premature depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.